Event description:
The customer indicated that "during an exploratory celioscopy, a (wolf) bipolar cord with the free banana plugs had been connected on the monopolar output mistakenly. In the abdominal cavity, the bipolar accessory has released without action of the pedal. Consequences: noticed digestive wound 4 days later. Burn of the jejunum entailed a perforation."